Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not interrogate their insertable cardiac monitor to send a transmission. The patient presented in clinic and the device still could not be interrogated. The patient was brought back into clinic for a third attempt and still could not be interrogated. The device was deactivated. The patient was stable after the event.